Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Event description:
Approximately seven months post hvad implantation the patient was admitted to the hospital with reports of lactate dehydrogenase levels (ldh) of 3721 u/l. Log file analysis reveal an increase in power consumption beginning three days prior to the patient's admission. The patient was administered one dose of tissue plasminogen activator (tpa) and pump parameters were reported to have returned to within normal ranges. Investigation is ongoing.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient experienced an increase in power consumption and was admitted to the hospital with high ldh levels. The patient received treatment for suspected thrombus. It was last reported that the patient received a heart transplant and was alive and well post heart transplantation. The device, (B)(4), was returned to the manufacturer for evaluation. Dimensional and functional verification showed no deviation from current manufacturing and functional specifications. Pathology exam revealed mild to moderate abrasions involving the lower housing ceramic surface and matching inferior surface of the impeller. Histological samples of material from the outer surface of the inflow region and within the inflow lumen revealed layered fibrin deposition with enmeshed leukocytes and erythrocytes. Additionally, review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed a rise in power consumption and estimated flow starting on (B)(6) 2014 to a peak of 5.3 watts on (B)(6) 2014 outside the normal power consumption. The most probable root cause of the reported high power event may be attributed to thrombus formation/ingestion within the device. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.